Manufacturer narrative:
D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient sustained a burn to the upper right arm during an mr examination of the elbow. The patient was positioned for the exam using the neocoil flex m coil. No pads were used to prevent contact with the bore wall, to prevent body loops, or to prevent the coil cable from contacting the patient. It was confirmed that the coil cable was in contact with the patient's arm in the location of the burn during the scan. The physician suggested suturing the wound to prevent scarring.

Manufacturer narrative:
Ge healthcare investigation has been completed. The mr system was operating within specifications and all safety mitigating devices were functional when checked by the gehc field engineer. The root cause of the injury was determined to be inadequate patient padding for the MRI procedure. The operator documentation and the user interface describe the appropriate safety measures for padding patients for mr exams. The mr operator has responsibility for the use and placement of non-conductive mr compatible padding and preparation of the patient, prior to starting the mr exam procedure. No further actions are planned by gehc.